Event description:
The device was used during an esophageal gastrectomy procedure. The instrument could not be fired. The surgeon resected the tissue to remove the anvil. He manually sutured to complete the procedure. The hosp has reported that the pt's condition is satisfactory.